Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this left ventricular lead was explanted and replaced with a non-bsc product, due to unknown reasons. This lead remained in service for less than 2 months. Attempts to obtain additional information were unsuccessful. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. The product has been received for analysis. This report would be updated should further information be provided from the analysis. The results from the analysis are mentioned below. The product was returned and analyzed. This lead was returned to boston scientific post market quality assurance laboratory intact (not severed). Setscrew marks were in the correct location on the terminal pin. The lead passed all electrical testing. Pressure test passed, indicating the lumen/outer insulation is intact. Visual inspection revealed no abnormalities, the lead and tip appear normal. Laboratory analysis was unable to confirm any issues, based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. No evidence of device defect, malfunction, or abnormal damage was found.

Event description:
It was reported that this left ventricular lead was explanted and replaced with a non-bsc product, due to unknown reasons. This lead remained in service for less than 2 months. Attempts to obtain additional information were unsuccessful. This lead was returned for analysis. No additional adverse patient effects were reported.